Event description:
It was reported that a piece of green plastic was found inside the bd luer-lok¿ tip syringe before use. The following information was provided by the initial reporter: "there is a small piece of green plastic inside the syringe. Customer emailed the below: "I am emailing you to inform you of a defect with one of your syringes. Its just 1 syringe - 5ml luer lock plastic syringe bn: 3068784. There is a small piece of green plastic inside the syringe...""

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 02-oct-2023. H6: investigation summary: one sample and three photos were provided to our quality team for investigation. A visual inspection was performed. The plunger assembly had been pulled back to about the 1ml grad line, a green piece of plastic-like foreign matter could be seen on the stopper face in the fluid path. The observed condition was non-conforming per product specification. Fourier transform infrared spectroscopy (ftir) analysis was performed and a slight correspondence with polycarbonate and silicone lubricant in the foreign matter make-up. Potential root cause for the foreign matter defect is associated with the assembly process. A machine evaluation was performed, and it was noted that based on the location of the foreign matter that it was likely introduced via plunger/stopper insertion or during initial barrel processing. Upon entrance into the assembly a blow-out station for foreign matter is present with multiple probes that serve to blow out any particulates/materials that may have been present in the barrel. It was observed on the machine that one of the twelve probes was missing. Actions have been taken to help prevent this failure mode from reoccurring. These include the missing foreign matter blow-out probe will be replaced and maintenance plans have been updated to check and verify foreign matter blow-out probe height and alignment during preventive maintenance. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that a piece of green plastic was found inside the bd luer-lok¿ tip syringe before use. The following information was provided by the initial reporter: "there is a small piece of green plastic inside the syringe. Customer emailed the below: "I am emailing you to inform you of a defect with one of your syringes. Its just 1 syringe - 5ml luer lock plastic syringe bn: 3068784. There is a small piece of green plastic inside the syringe...""

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.